Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 157448 m2a-magnum modular head sz 48mm lot# 660080 192407 echo por fmrl red nc 7x115mm lot# 790980, 139252 m2a-magnum 42-50mm tpr insrt-6 lot# 255890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02929.

Event description:
It was reported patient underwent a revision procedure eight years post-implantation due to pain, elevated ion levels, and metallosis. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10; h2; h3; h6. The device was returned and evaluated. Upon visual inspection the cup has wear on the inside radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately eight (8) years post-implantation due to pain, elevated ion levels, bone destruction, and metallosis. Acetabular cup and femoral head were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.